Event description:
This case was reported by a consumer and described the occurrence of parkinsonism aggravated in a male patient, who received poligrip (super poligrip ultra fresh denture adhesive cream) for dentures. A physician or other health care professional has not verified this report. The reporter was the patient's wife. Concurrent medical conditions included parkinson's disease. Concurrent medications were unspecified. On an unknown date, the patient started poligrip (dental), unknown dosing. The reporter asked if poligrip would interact with any medications as the patient experienced aggravated parkinsonism. Additionally, the reporter stated, that the product did not hold well for her husband (pharmaceutical product complaint). This case was assessed as medically serious by gsk, treatment with poligrip was discontinued. At the time of reporting, the events were unresolved. Manufacturer's comment: the manufacturer's report number for this case is 9681138-2007-00012. Super poligrip cream is manufactured in a foreign counttry. The lot number was provided, however the product is not available. No corrective actions have been required based on this report.

Manufacturer narrative:
.